Event description:
On (B)(6) 2012, pt reported he occasionally develops rashes and believed they might be caused by the infusion sets. The rash has developed at his infusion site and the other locations on his stomach. He has not had any changes to his medication, and he cleanses the infusion site with alcohol prior to insertion. Pt has a nurse who assists with bathing due to vision issues, and she applies an antibiotic cream (prescribed by physician) to the rash after. His physician is running tests to determine of the rash is caused by the infusion sets. The alleged infusion sets were discarded and will not be returned for eval.